Event description:
A patient was on the table in surgery and right at the end after placement of the bone cement which consisted of methyl methacrylate the patient became hypotensive and rythm changed. The patient was transferred to the intensive care unit, monitored, treated and subsequently expired. Other devices in use at the time of the event are as follows: 1)vac-pak positioning pad; 2)siemans EKG and pco/2 end tidal volume cartridge; 3)critikon blood pressure machine; 4) valley lab electro-surgical generator force 2; 5)critikon oxychek anesthesia machinedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.